Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.